Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and verified the reported issue. The o2 (oxygen) cell was replaced. Uvt (user verification tests) and performance test were conducted. Found that the volumes were at a low range of specification and calibrated the pt. Reconducted uvt and performance test. The unit passed all testing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator experienced o2 % error and a volume issue during pre-check. The customer confirmed that there was no patient involvement associated with the reported event.